Manufacturer narrative:
The insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip and minor scratched display window.

Event description:
It was reported that customer experienced no deliveries a couple of times per year. It was also reported that insulin pump had been cracked at casing. It was advised that insulin pump was no longer water tight and would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.